Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD) and data was sent into boston scientific technical services (ts) for review. Ts found that the tones were due to a benign reason, the telemetry chip scan was occurring at the same time the remote home monitoring transmission occurred. Ts explained that the situation would self-resolve by the device. However, when reviewing the data, ts noted a side observation of possible premature battery depletion and the data was sent to engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.